Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain around the device. It was also reported that the patient felt a diaphragmatic chest pain which was reproduced during the clinic visit while doing the atrial lead threshold testing. The physician felt pericarditis to be the source of pain, despite echo testing being normal. The lead remains in use. The patient is enrolled in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.